Manufacturer narrative:
The customer¿s report that the tubing was noted to be ballooning was confirmed. Visual inspection of the set noted at the top of the silicone pump segment tubing near the upper fitment a minor balloon. The balloon segment was measured to be approximately 0.2385 inches long and 0.2015 inches wide. Functional testing on the set resulted in no ballooning. No occlusions were observed during priming or during the infusion. Previous extensive failure investigations have found that ballooning can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon. The root cause for the source of the excessive pressure is unknown. The root cause of the customer¿s report was not identified.

Event description:
It was reported that an infusion of vancomycin was programmed to infuse when the pump alarmed for occlusion however when the clinician opened the pump door the tubing was noted to be ballooned. There was no harm to this ICU patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested; patient age and date of birth was not provided.

Event description:
It was reported that an infusion of vancomycin was programmed to infuse when the pump alarmed for occlusion however when the clinician opened the pump door the tubing was noted to be ballooned. There was no harm to this ICU patient.